Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon alleges the device locked out prematurely and incorrectly. Completed the case with another device. There was no consequence to the patient.

Manufacturer narrative:
H6; bent cartridge lockout tab. No conclusion could be reached based on the analysis results as to why the instrument reportedly "locked out" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It wa concluded that this instrument was fully functional and conforming to design specifications. However, the returned cartridge did have a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.